Event description:
It was reported that hematoma was formed during a carotid artery stenting (cas) case in the internal carotid artery. An asahi fubuki guide catheter was used in the procedure. The operator noticed that the guide catheter was not settled as intended and found it was deformed into a loop at the femoral puncture site. The guide catheter was stretched to straightened the loop and a 6f jb2 catheter was used to support to deliver but delivery failed. The operator then switched to a 8f long sheath when the patient became restless due to pain. A 20cm subcutaneous hematoma was confirmed around the puncture site. The operator determined to discontinue the procedure and protamine reversal was done to terminate the procedure. After the procedure, no additional intervention was taken for the patient.

Manufacturer narrative:
(B)(4). The fubuki guide catheter was returned for evaluation. A kink was confirmed on the shaft at about 30cm from the proximal end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Evaluation on the returned fubuki suggested that bending stress generated during manipulation had most likely contributed to the observed kink. It was presumed that due to tortuous anatomy the applied bending stress had localized on one spot of the shaft. It was concluded that this event was not attributed to product quality. Based on the provided information, it was unable to completely rule out a possibility that this guide catheter might have caused or contributed to hematoma formation. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ when applying torque manipulation to this guide catheter that is placed along the tortuous course of the vessel, take extra care and handle with caution because the manipulation may lead to kink or the like of this guide catheter, and may result in damage of the blood vessel or damage to this guide catheter. [Malfunction and adverse effects]. ~ kink. ~ bleeding complications.